Manufacturer narrative:
The facility pointed no problem in the subject device. Since the facility continued to use the subject device, the device was not returned to olympus. Based on the info that there was no abnormality found with the subject device, it is considered that the cause of after-bleeding was insufficient hemostasis, primary disease of the pt, or general procedural accident. This report is being submitted as a medical device report in an abundance of caution.

Event description:
A laparoscopic cholecystectomy was performed on a pt with chronic cholecystitis on (B)(6) 2013. Since it was difficult to identify a cystic artery due to inflammatory adhesion, the physician used sonosurg scissors and endocutter without clips to resect a cystic artery. After the procedure, since bleeding from the drain and light anemia were confirmed, the pt rec'd a transfusion of blood. The pt recovered and left the hospital on (B)(6) 2013. On (B)(6) 2013, the pt in shock was taken to the hospital by an ambulance. Since bleeding from a cystic artery was confirmed by CT, an emergency arteriography was performed and the physician stopped the bleeding by transcatheter arterial embolization. The pt recovered and left the hospital on (B)(6) 2013.